Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one pod coil and four pod pcs. While advancing the next pod pc through the distal end of the microcatheter, resistance was encountered and the coil became stuck. Therefore, the pod pc was removed. The procedure was completed using another pod pc of the same size, two additional pod pcs, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pusher assembly was kinked, the embolization coil had offset coil winds and dried blood was inside the introducer sheath. This damage was likely incidental to the complaint and may have occurred during packaging for the return. Due to the dried blood inside the introducer sheath, the pod pc could not be advanced or retracted from its returned position and functional testing could not be performed. Therefore, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.